Event description:
It was reported by the pt, that following a heart catheterization, an angio-seal was used to seal the arteriotomy. One week later, after participating in sexual intercourse, the pt experienced pain at the puncture site. The pain went away and 2 weeks later, after working in the yard laying sod, the pt again experienced pain a the groin site with minimal swelling. In 2009, the pt went to the emergency room with complaints of groin pain. The physician prescribed vicodin and ibuprofen for pain, with instructions to contact the cardiologist who performed the procedure. The pt saw the cardiologist the next day, and was told the site was fine and that nothing was wrong. The pt is seeking another opinion, as the pain is persistent. There was no additional info.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible, since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the pt is to contact their physician immediately at the number listed on their pt info card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.